Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Visual evaluation of the provided photo found a hair-like debris on the device. The packaging has been opened; therefore the origin of the debris cannot be confirmed. This complaint cannot be confirmed. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause or condition of the device when it left zimmer biomet cannot be determined, as the product was previously opened. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Event description:
It was reported that a hair was found attached to the inside of the liner upon opening the sterile packaging. There was no direct contact with a patient. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Product will not be returned to zimmer biomet for the investigation as the product was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.